Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
The customer reported during preventive maintenance pressure testing will not go above 6 cmh2o. There was no patient involvement or user harm reported. The remote service engineer (rse) confirmed the failure. The (rse) advised to replace the blower. The customer replaced the blower to resolve the issue. The unit was tested and it returned to service.